Event description:
Pt developed paralysis in both lower extremities approximately 8 months after implant, prior to which she was receiving excellent pain relief from the pump. Examination revealed a mass at the catheter tip. Physician initially suspected it to be a malignant mass, as pt has metastatic breast cancer. A laminectomy was performed to access the mass, and a biopsy was performed which revealed no malignant cells. The length of the catheter was reduced by cutting off a portion of the distal end so that it would rest at a different level in the spinal column. Physician was reluctant to remove the entire catheter due to the pt's success with the treatment regimen. To date, the pt has shown no improvement of the paralysis and has been placed in a nursing home. The pump remains implanted and continues to provide the pt with good pain relief. The physician believes that vascular involvement with the arachnoiditis was responsible for the damage to the pt's spinal cord and the resulting paralysis.